Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> 2487871. Device history review ==> (B)(4) were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new (B)(4) record created in order to update (B)(4) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient has experienced pain and suffering. It is further alleged the patient was injured by excessive levels of chromium and cobalt. Update: 03/17/2017 ¿supplemental information received alleging patient has been revised. Adding a femoral stem and taper sleeve to the complaint. Complaint was updated 04/05/2017. Update jul 7, 2017: medical records received. After review of medical records, there is no new information added that changes the MDR reportability. This complaint was updated on: jul 11, 2017.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient has experienced pain and suffering. It is further alleged the patient was injured by excessive levels of chromium and cobalt. Update: 03/17/2017 ¿supplemental information received alleging patient has been revised.